Manufacturer narrative:
Investigation device not returned. DHR check was performed and did not reveal any quality relevant issues. No fault found. Production vdw batch # 399073 meets specifications. Root causes therefore could not be identified.

Event description:
In this event it is reported that a c-pilot files cc+ sterile broke during use. The broken part was not retrieved and remains in the root canal. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.